Event description:
It was reported that the right ventricular lead impedance and threshold of this lead were always slightly increased. The device was electively replaced at the request of the patient. The lead was left in the patient. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead impedance and threshold of this lead were always slightly increased. The device was electively changed at the request of the patient. There were no patient complications reported as a result of this issue.